Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
A 2x11 cr insert trial broke upon impaction during trial ping with actual implants. Another insert trial was sterile on the field and the case continued without delay.

Manufacturer narrative:
An event regarding crack/fracture involving a triathlon trial was reported. The event was confirmed. Method & results: -device evaluation and results: a material analysis has been performed. The report concluded: ¿the fracture occurred in fast fracture through the center of the device. The origin was found to be inside the material at the interface between the first and second injection molding shots.¿ -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been 1 other event for the lot referenced. Conclusions: the event was confirmed. The parts are injection molded by mack medical. Due to reports of cracks, sample parts were pulled from fg for evaluation. Lack of fusion areas were observed between the first and second shots of the two-shot trials. The reported device has been identified to be in the scope of an internal non conformance for the reported failure mode.

Event description:
2x11 cr insert trial broke upon impaction during trial ping with actual implants. Another insert trial was sterile on the field and the case continued without delay.